Manufacturer narrative:
(B)(4). The device was received for sample evaluation. Visual inspection was performed with naked eye and magnification which identified a damaged dark blue connector and broken occluder feet. Functional testing of the device included leak testing, clear passage testing, clamp function testing and simulated-use testing. Functional tests revealed a leak through the set with clamp in closed position due to the broken occluder feet, and a leak through the connection between the minicap and dark blue connector due to the damaged dark blue connector. The reported issue was verified and the cause was determined to be a damaged component. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation, that the dark blue connector of the transfer set was found to be damaged. There was no report of patient injury or medical intervention associated with this event. No additional information is available.